Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the console smoking at the fiber connector was unable to be identified, as the device was not returned for evaluation. The following is included in the instructions for use: "any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction." Please see patient identifier (B)(6) for the single use fiber, model tfl-fbx200bs. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported that there was a smoke coming from behind the machine where the socket where the fiber plugs into. The device was replaced and the intended an unspecified procedure was completed using a similar device. No harm was reported. No patient harm no user injury reported due to the event.

Manufacturer narrative:
The subject device (laser unit) was not returned for evaluation. Per communication with customer representative, the field service engineer (fse) inspected the laser unit and found no issues, there was no fault found onsite and no service is required. Per the follow up communication regarding the laser fiber used with the subject device, it was reported that the laser fiber has been disposed and did not have any details if the laser fiber was an olympus or not. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.